Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer's blood glucose was 376 mg/dl at the time of the incident. The customer stated that the blood glucose went up to 425 mg/dl at the time of hospitalization. The customer stated that she was treating the blood glucose with manual injections. The customer also reported that she woke up nauseous. The customer stated that she was not on the pump during the hospitalization. The customer stated that she was on the insulin pump prior to the event but took the insulin pump due to no delivery alarm. The time of the hospitalization was 7 am and the date of the hospitalization was (B)(6) 2015. The customer stated that there were leaks at the quick release and at the site itself. The insulin pump will not be returned for analysis.